Event description:
As reported by the edwards field clinical specialist, after successful deployment of a sapien valve, and removal of the 24f introducer sheath, angio revealed a perforation in the area of the distal common lilac and the external iliac artery. A covered stent graft was used to repair the perforation. It was reported the patient tolerated the procedure well. Per report, during the serial dilation of the access vessels, prior to advancing the introducer sheath, some grittiness was felt. The vessels measured >8mm in the area of perforation, without presence of calcium.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8.0 mm. In this case, it was reported that the vessels measure >8 mm at the site of injury. The root cause for the reported vessel perforation cannot be confirmed. However, calcium and/or vessel tortuosity not appreciable on prescreening imaging could have contributed to the event. The fact that 'grittiness' was felt during dilation is an indication that there may have been calcification that was not recognized. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.